Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an achilles tendon repair surgery, it was observed that the anchor of the lupine loop rapide anchor w/orthocord ds device was deformed. It was reported that the issued was discovered upon opening the package. The procedure was completed with a replacement of the device. No surgical delay or patient consequence reported. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported the achilles tendon repair surgery, when opened the packing (the device was not used on the patient), noted the anchor was deformed. The device was received and evaluated. Visual inspection confirms this complaint that the anchor on the device is deformed. This complaint can be confirmed. There was not excessive tension on the suture that attaches to the anchor when it is wrapped around the handle. There is a pin on the assembly fixture that the suture is placed next to that prevents excessive tension when assembled the devices. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. The probable root of this failure is that the device was exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the deformation of the anchor. In the manufacturing process there is a 100% verification in the assembly step for suture tension done by the operators. Then a sampling inspection of 13 units is done by a certified operator outside the production line no further information regarding the cause of the defect has been provided to help determine a root cause for this failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.